Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and was not yet treated and troubleshooting was not offered and due to high blood glucose the insulin pump went dead and unable to put new battery. The customer stated that customer was trying to take the batt cap off and it just crumbled and can not get to the battery. Customer stated that, they were unable to remove the battery cap on their pump. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with stripped battery cap at coin slot area. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).